Manufacturer narrative:
Failure analysis noted that the pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/ compromised force sensor system alarm and excessive no delivery test; however, the pump had intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the pump fell in water and there was fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.